Manufacturer narrative:
The event device has been returned for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: on (B)(6) 2017, applied medical received a ctf71 - unknown lot# that was sent back on a previously received rga 60739854 / (B)(4). Per the last conversation with the facility by the sale rep, it was confirmed that there was a total of 3 trocars that were defected. This cer is being created for the 3rd event. (Other cers: (B)(4)). Additional information received via telephone from sales representative on june 27, 2017: there was no additional information able to obtained from the facility. The rep mentioned that the customer did not know the exact details of the case but just sent in the unit because it was fractured. It was involved in a separate case from (B)(4). Type of intervention: na. Patient status: unknown.

Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering was able to confirm the complainant's experience of a fractured cannula. The wall thickness of the cannula was measured and was found to be uneven. The likely root cause of the fracture is the uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur.